Event description:
It was reported that during pulse field ablation (pfa) procedure a farawave 31mm was selected for use, after isolation of the veins, the catheter could not be deployed and inserted into the sheath so as to take the catheter and the sheath out of the patient. The control handle had an anomaly not allowing the catheter to be in flower or basket mode. Trying to deploy and undeploy the catheter, rotate the catheter in flower mode and basket mode. The guidewire was stuck in the catheter control handle. Eventually, the guidewire was able to be extracted with great effort. The procedure was completed using this device. Additionally, it was further reported that the patient experienced a light stroke. Three days after the light stroke, the patient was dismissed from the clinic in good condition. It was further reported that the stroke was identified with both CT scan and MRI. The patient did present with mild neurological symptoms. The symptoms last approximately for two days. The patient was not hospitalized. The patient did not suffer from any health issue prior to the procedure that could have led to this event.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.